Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the septum. Customer resumed insulin delivery with the current cartridge. The customers blood glucose level was between 300 to 400 mg/dl.